Manufacturer narrative:
The initial report with MFR report # 0003015876-2025-02734 and stryker reference# (B)(4), submitted on 12/26/2025, was submitted in error. The damage to the main keypad was cosmetic/aesthetics issue (not affecting function).

Event description:
The customer contacted stryker to report that there is a dent on the device controls, which may cause the critical buttons to become unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that there is a dent on the device controls, which may cause the critical buttons to become unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. After replacing the main keypad and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.